Manufacturer narrative:
Unit passed displacement test and self test. During visual inspection, electronics stack and force sensor was corroded. Motor had moisture damage.

Event description:
The customer reported via phone call that they had their device in water and now its alarming and will not stop; though, there is no visible water or moisture in the device. Report does not state whether the reservoir is able to lock into place or not. The customer¿s blood glucose level at the time of the incident is unknown. No further details or information available. The device will be returned for analysis.